Manufacturer narrative:
The customer never followed up (or was able to be contacted) with further information nor could it be concluded if the "snap" of the device resulted in an actual potential device malfunction (break/tear) or if the band slipped from his grasp causing the elastic band to snap back into his stomach causing the bruise. Breaking and snapping of elastic exercise bands is an inherent risk to the device. Performance health (hygenic) states in the instruction for use to always inspect the product for damage before each use and not to use if torn, punctured, or nicked. Damaged product should not be used and discarded. Additionally, users should not let go of the band if it is under tension as the band could snap back potentially causing injury. Performance health originally received complaint on december 16, 2019 and was deemed to be reported as an emdr. Personnel submitted the electronic medwatch form february 24, 2020. However, it was inadvertently submitted in the webtrader test environment and not production. The complaint investigation has been completed per procedures and no further action concluded from the complaint. The employee is no longer with the company and the oversight was discovered during the exit transition; hence the late submission of this emdr.

Event description:
Customer called on 12/16/2019 to report that an incident occurred using the black theraband resistance band. The customer received the band from his physical therapist that was cut from a larger continuous bulk roll. He used the band for about 2 months for a shoulder injury when it snapped. The customer said it hit his stomach and left a small bruise and caused more damage to his shoulder injury. The customer had a planned visit with his physical therapist on the day of his report to which he would ask for an examination of his existing shoulder injury.